Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: after closing the vaginal cuff using a double layer closure method, a 1/4 inch tail of barbed suture was left after cutting the strand to remove extra suture material and needle. The pt did well until 4 weeks post-operatively and complained of nausea, vomiting, and abdominal pain. It was discovered upon re-operation the bowel was caught on the 1/4 strand of suture material. Re-operation was performed at (B)(6) hospital. Current pt status: doing well. Small bowel obstruction which required an operation. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. Re-operation to eliminate small bowel obstruction.